Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their tongue and upper palate. Provided warm water tips, to file down any rough edges. Requested that patient give an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.